Event description:
It was reported that the patient presented to the emergency room with a possible right ventricular (rv) lead cardiac perforation. Ultrasound imaging was performed and upon review, a pericardial effusion was noted. The lead was re-positioned successfully, and the patient was discharged. The patient was then re-admitted, as the patient had another pericardial effusion. A drop in rv lead impedance was noted. The lead was explanted and replaced. A pericardiocentesis was performed and the patient was discharged.